Event description:
It was reported that during dialysis treatment with a polyflux 170h, the patient experienced an allergic reaction to polysulfone. Treatment and patient outcome for the event was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information has been added in h6 and h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.